Manufacturer narrative:
Investigation is still going on 09/04/2024 (delayed follow up report, overisght) complaint was closed on 03/11/2024) after reviewing the previous complaint, it was identified that the same issues were recruring with the same lot. A performance test done this time confirmed the discrepancy. This complaint is closed but further investigation will be conducted as a part of CAPA. (CAPA# cpar-24c01) this is an additional information for MDR_poc_033 (MDR submission # 3003966368-2024-00002)

Event description:
Laboratorio clinico irizarry guasch as several customers have complained that on some cartriges in the boxes of the ch23f01 the negatvie control develops a reddish line.